Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and the complaint is still under investigation.